Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 5 for the same event. It was reported from japan that during a external tibial nail procedure for a tibia diaphysis fracture, it was discovered that the battery handpiece device, lid devices (x3) and power module devices (x2) being used during the same procedure stopped while the surgeon was reaming from 8.5mm. It was further reported that he replaced the power module with another one but it did not move. It was also reported that the power module had enough battery left and although the surgeon pushed the self-inspection button, it showed no fault. It was also reported that it was really unlikely that the power module went down due to the high heat of continuous use. It was reported that there was a five minute delay and a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that there was no allegation of malfunction against the etn (external tibial nail). The device manufacture date was incorrectly documented. The device manufacture date has been updated from apr 18, 2012 to apr 12, 2012. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The manufacturer city was inadvertently documented as (B)(4). The city has been corrected from (B)(4). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function because the magnet holder of the trigger was broken. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.